Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported station shutting down and rebooting randomly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found operational, though review of logs and event history revealed 49 errors tied to smart remote manager (srm) medstation performance analysis report (mpar) reports and several recent cubie drawer failures on 3-1. Drawer 2.2 failed intermittently. A field service engineer (fse) checked and resecured all cables no issues were found with the auxiliary cable to the srm. Based on symptoms suggesting intermittent power-down failures, the root cause was narrowed to either the srm controller glitches or the commonly problematic screamer matrix drawer 1 controller. To resolve this, both the matrix drawer 1 controller and the srm controller were swapped and reconfigured. The system functioned as intended after the field service engineer repaired the device.